Manufacturer narrative:
The associated complaint devices were returned and evaluated. Please see attached file for our results of investigation. (B)(4).

Event description:
It was reported the dr did a 1st stage revision on patient. The indication for the removal of implants was infection. Dr said that the patient had a cut/skin injury to her leg since (B)(6) 2017, which did not heal properly. Consequent infection of the joint followed as the patient is a diabetic.